Manufacturer narrative:
According to the customer, the medication is leaking from the nebulizer chamber when she places medication into it. The customer explained that it just started leaking. The customer is not getting all of the medication. The customer explained that the medication is leaking from the nebulizer chamber when she places medication into it. The customer explained that it just started leaking. Customers is not getting is not getting all of the medication. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the medication is leaking from the nebulizer chamber when she places medication into it.